Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified keypad malfunctions were confirmed and reproduced during evaluation caused by a failed keypad. The failed keypad was replaced.

Event description:
During baxter's evaluation it was found that a spectrum pump had keypad malfunctions. When a key is pressed an automatic output of the #8 key will occur. There was no patient involvement.